Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that she has had high blood glucose as a result of her infusion tubings separating at the luer lock. The patient stated that she has had 5 infusion tubings separate. The patient stated that on one event, her husband checked her blood glucose when she was sleeping and she tested 358 mg/dl. He woke her up and they found that the tubing was separated. The patient changed the tubing and bolused to lower her blood glucose. On another event, the patient went to the bathroom and she noticed that the tubing was dangling freely, broken from the luer connection. The patient changed the tubing and she said everything was fine. On another occasion, the patient said that she noticed the separation because her blouse was wet. The patient replaced the tubing and she was able to prime and put the pump back into the run mode without having any blood glucose reactions with this event. The customer said that her blood glucose did get up to 502 mg/dl a couple of weeks ago from a separate event, where the tubing became separated. The patient could not recall the specific date. The patient said that she replaced the tubing and bolused to lower her blood glucose. The customer said that her normal range is around 200 mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was discarded, therefore, no product will be returned for evaluation.